Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The returned forceps showed no visible marks or damage. Investigation shows that the part meets functional specifications. We are not able to determine the exact cause of the reported problem. The device history record was reviewed and no abnormal findings were identified for this lot manufactured in may 2014. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that one of ten forceps did not work properly. The lock comes off when forcep is fully extended, the lock lever is moved down and the handle is grabbed. There were no reports of a surgical delay or patient harm. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.